Event description:
It was reported that a patient underwent a laparoscopic adhesiolysis with endometriosis clearance procedure on (B)(6) 2026 and absorbable hemostat was used. We have used surgicel over the uterus, before closure. All of the above patients came back within pod-10 with pus collection in the pelvis, after which we did drainage, and was sent for culture and sensitivity. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: for all four patients, pus was collected, and after that, they were admitted, treated with antibiotics and discharged. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. Was interceed used during this procedure? If so, please advise if there was any quality issue. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess removed? 10. What were current symptoms following the index surgical procedure? What was the onset date? 11. Were cultures or sensitivities performed? If yes, what were the results? 12. What was the method used to conduct the drainage? 13. Has any surgical or medical intervention been performed? 14. What is physician¿s opinion as to the cause of this event? 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 16. What is the patient¿s current status? 17. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.